Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-03882. The pt received her scs system on (B)(6) 2006, and she recently underwent a lead replacement procedure on (B)(6) 2010 (reference MFR report # 1627487-2010-03076). It was reported that both the recharge burden and recharge time for the pt's ipg has increased. In an effort to resolve this matter, a replacement charging system was shipped to the pt. F/u on the pt found that the replacement charging sys has improved the alleged recharge issues. A diagnostic test of the pt's lead has been taken as well as x-rays of her scs sys. The physician is planning surgical intervention to replace the ipg and the lead if necessary. However, a date for the procedure has not been set.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.